Event description:
Possible intermittent atrial under sensing on current and stored egms with falsely classified termination of ongoing atrial arrhythmia. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).